Manufacturer narrative:
(B)(6).

Event description:
The international philips field service engineer (fse) reported a ventilator¿s oxygen device failed immediately before they attempted to use the unit for the patient again after having been used once. The customer reported the device issue was found during device set up for patient use. The unit kept operating when the alarm occurred. They replaced the unit with another ventilator. There was no patient or user harm reported. There was no delay to patient therapy nor medical intervention reported. The device was evaluated by the customer and a fse who confirmed the occurrence of the event via the event log, however, could not duplicate the reported event. The philips international field service engineer (fse) ran the unit but reported that the phenomenon was not duplicated. The unit was functionally tested and successfully passed all tests. The unit was returned to service. No other anomaly was reported.